Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the stent delivery system was returned for analysis. The stent had detached from the balloon and was returned for analysis attached to guidewire/filterwire. A visual examination of the detached stent found the entire stent profile was damaged with severe bunching of the stent struts. The damaged stent was returned for evaluation entangled on 0.014" guidewire/filterwire. A review of the associated batch records; the maximum crimped stent profile measured 0.0484¿ with no anomalies evident with the stent profile and within specification. It may be possible that the damage occurred during an attempt to advance the device under excessive resistance from the guide extension catheter. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through the guide extension catheter. The balloon cone profiles were reviewed and found that the balloon wings were distorted out of their original tightly wrapped and evenly folded position. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states ¿if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit." (B)(4).

Event description:
It was reported the stent dislodged. The target lesion was located in the saphenous vein graft (svg). A filterwire and a 6f guidezilla were placed in the lesion. Then, the lesion was pre dilated with a 2.15x15 emerge balloon. The physician advanced a 4.00x24mm promus premier stent through the guidezilla, resistance was felt at the entrance of the guidezilla. When the promus premier finally advanced into the svg, it was noted on the fluoroscopy that there was no stent on the actual delivery system. The physician removed everything at the same time. The stent was found jammed/crushed in between the actual wire and the entry point of the guidezilla. A different wire was inserted in the svg to the lad, and a new promus premier 4.0 x 24 stent was implanted, in the proximal potion of the svg to completed the procedure. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported the stent dislodged. The target lesion was located in the saphenous vein graft (svg). A filterwire and a 6f guidezilla were placed in the lesion. Then, the lesion was pre dilated with a 2.15x15 emerge balloon. The physician advanced a 4.00x24mm promus premier stent through the guidezilla, resistance was felt at the entrance of the guidezilla. When the promus premier finally advanced into the svg, it was noted on the fluoroscopy that there was no stent on the actual delivery system. The physician removed everything at the same time. The stent was found jammed/crushed in between the actual wire and the entry point of the guidezilla. A different wire was inserted in the svg to the lad, and a new promus premier 4.0 x 24 stent was implanted, in the proximal potion of the svg to completed the procedure. No patient complications were reported and the patient status was fine.